Manufacturer narrative:
Device code (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left superficial femoral artery (sfa) 100% occluded with thrombosis and atherosclerosis. Thrombectomy was performed. The command guide wire was advanced with difficulty and the physician was aggressive with advancement. The command guide wire prolapsed and turned around on itself and the tip separated and ended up in the popliteal artery. The thrombectomy system and a snare were used to retrieve the separated tip. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported material separation and material too soft / flexible (prolapse) was confirmed. The reported difficult to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It was reported that the ht command es was advanced against resistance during use. It should be noted that the hi-torque command es instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, the advancement against resistance was due to the patient's 100% stenosed lesion. The force used seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it is likely that the guide wire interacted with the patient¿s 100% stenosed anatomy during advancement, as resistance was noted, resulting in the reported difficult to advance. Manipulation of the device during its interaction with the anatomy likely contributed to the noted bent and corkscrewed core, subsequently resulting in the reported material prolapse (tip). The noted damage to the guide wire and prolapsed material likely resulted in the reported material separation (core). A thrombectomy system and snare were used to retrieve the separated portion of the guide wire from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.